Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. Pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. The following were noted during visual inspection: broken battery tube threads, cracks in the case on the battery tube side one of which runs horizontally across about where the bottom of the battery compartment is located, crack in the select keypad button, scratched case. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. In summary, the customer¿s report of a cracked case was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged to report a crack at the side of the pump along the battery compartment and experienced hyperglycemia and the hyperglycemic event was treated with insulin pump. The damage was not related to a drop or bump, and while the infusion set and reservoir were undamaged, the crack affected pump functionality, requiring multiple presses of the middle button for a response. The event involved products mmt-1884l, mmt-7040a, mmt-332a and mmt-397a. Troubleshooting was performed and the customer was instructed to discontinue use, revert to backup therapy per healthcare provider instructions, and place the pump in storage mode. No further patient complications were reported. No product replacement or return was required for mmt-7040a,mmt-332a,mmt-397a. Mmt-1884l was expected to return.